Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was damage to the cable, attributable to user handling. As stated in the instructions for use, as a preventive measure, "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint is confirmed. The device was inspected and found the image is flickering when the cable is touched. The device failed a leak test due to a broken o-ring covering the lens. The coupler is loose. There is a vertical line seen across the screen. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that the device has image issues. The image flickers and the device does not work. There was no patient involvement. No additional information was provided.